Event description:
Device 1 of 3 . Reference MFR. Report#: 1627487-2017-03769. Reference MFR. Report#: 1627487-2017-03770. The patient's leads have been added to this record as new devices (devices 2 and 3).

Event description:
Device 1 of 3, reference MFR. Report#: 1627487-2017-03769. Reference MFR. Report#: 1627487-2017-03770. Follow-up information revealed the patient continues to feel pain (described by the patient as a burning sensation) at the ipg site. The patent is also concerned that multiple mris may have damaged the ipg. The patient also believes the ipg is too close to her ribs and she has received injections to assist with the pain. The physician is monitoring the pain. In addition, the patient states the stimulation is uncomfortable.

Event description:
Device 1 of 3 : reference MFR. Report#: 1627487-2017-03769 , reference MFR. Report#: 1627487-2017-03770 . Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model. The ipg site was also relocated. Effective therapy was restored post-operative and the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient sporadically feels pain and overstimulation sensations at the ipg site that causes numbness in her hand/fingers. The patient also stated she has fallen. In addition, the patient stated she has not felt therapy in over 6 months. Subsequently, the patient may undergo surgical intervention to address the issues.